Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The customer reported the unit intermittently shuts down and they received an alert for back up alarm failure. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support and advised the customer to try replacing the central processing unit printed circuit board assembly.

Manufacturer narrative:
G4: 23sep2020 b4: (B)(6) 2020 the field service engineer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.